Event description:
It was reported that the procedure was to treat the renal artery with heavy calcification and mild tortuosity. The lesion was pre-dilated with an nc balloon but the 6x18 mm herculink elite stent delivery system (sds) was advanced to the lesion. During deployment, the stent caught on calcium and dislodged in the iliac artery. A snare removed the stent. A non-abbott device was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that can contribute to difficult to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, previously implanted stent(s) or interactions with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible the device may have interacted with the heavily calcified, mildly tortuous lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy during deployment of the device may have contributed to the reported activation failure, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. A snare was used to remove the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.